Event description:
On (B)(6) 2012, the patient contacted animas alleging that the ok keypad button was intermittently responsive, required multiple button presses or not responsive at all to button presses. The patient reportedly noticed the issue (B)(6) ago and stated that the ok button became progressively worse over time. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The up arrow and ok keypad buttons were intermittently responsive. All of the keypad buttons responded to button presses and were found to spring back and click back normally. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.